Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported a left side exchange with no complaints against the device. Healthcare professional later confirmed a left side exchange with no complaints against the device. Healthcare professional later reported left "hole, non-specific. This record is for the left side. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hole - non-specific. Lab analysis: as per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process. Lab analysis for event "hole - non-specific is still pending".

Event description:
Patient reported a left side exchange with no complaints against the device. Healthcare professional later confirmed a left side exchange with no complaints against the device. Healthcare professional later reported left "hole, non-specific" observed during surgery. Device has been explanted and replaced.